Manufacturer narrative:
(B)(4). The device was received for evaluation. Visual inspection was performed and found a cracked component on male luer. The reported condition was verified. The assignable cause was undetermined. An ncr has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the male luer lock of a clearlink continu-flo solution set was cracked in two pieces where it was connected to a 4 way stopcock. This occurred after the patient had been weaned off of IV levophed but before the patient had been disconnected. IV propofol was infusing into another part of the 4 way stopcock at this time but not in contact with this tubing. There was no patient injury or medical intervention associated with this event. No additional information is available.